Manufacturer narrative:
Evaluation results: inherent risk of procedure - (deformation and failure to deliver the stent). (Related to operational context) root cause of the reported event was most likely procedural related. (Deformation problem). Evaluation conclusions: inherent risk of procedure - (deformation and failure to deliver the stent). (Related to operational context). Root cause of the reported event was most likely procedural related. (B)(4).

Event description:
Physician was attempting to deploy 1 endeavor resolute drug eluting stent to a lesion but the stent could not cross, after several attempts the stent was removed and deformation was noted on the stent. Another stent was implanted to treat the patient. Evaluation summary: the distal tip was slightly flared. A number of struts on the 1st and 4th distal segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).